Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functionality testing. The root cause for the failure was multiple cables were pulled from strain relief, damaging a component on the distribution node pca as well as severing all wires. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had a damaged cable.